Manufacturer narrative:
Correction: h6(fdc/annex d)-code change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), post-tether removal, threshold was noted to be slightly increased. It was noted that the patient connector lost telemetry with the ipg. Post-operatively, the patient experienced heart rate at fifty beats per minute and the device was pacing below the programmed lower rate. The device was reprogrammed and the sensitivity was changed and showed slight improvement in right ventricular (rv) threshold. Premature ventricular contractions (pvc) were noted on the electrograms (egm) and the rv sensitivity was changed and short v-v intervals were also observed. No further patient complications have been reported as a result of this event.